Event description:
It was reported that a cdh25 was used during a low anterior resection procedure. It was reported by the affiliate that the instrument appeared to fire fine, when surgeon tried to remove the device, he had difficulty. When he finally got the device out he perforated the bowel and had to re-suture the anastomosis.